Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:device failure. It was reported that the coupling mechanism of the compact air drive does not function because part of the inside ring broke off. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A service and repair evaluation was completed: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the actions taken as scrap and exchange, replacement. The device has been serviced and functional testing has been performed in accordance with the service manual. During the pre-repair diagnostic assessment the service technician identified the failure code as coupling tool side defective. Additionally the following comments have been added to the service record: coupling shaft broken, bearing and blades worn out, and repair cost estimated. The service technician identified the probable root cause as normal wear. The device could not be repaired and was discarded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.